Event description:
Customer reports a pt with a blood leak four minutes into treatment. The machine alarmed "blood in dialysate" and hemo stick tested positive at the drain. Pt is ok - no medical intervention. The previous week, the patient's hemoglobin was 12.7. This center does not reuse dialyzers.